Event description:
Customer reported that after a battery change the insulin pump alarmed motor error and the customer had to press the esc button hard to get it to respond. Customer stated that the insulin pump has been dropped a lot. Customer was able to rewind the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.